Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed which found that the device failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out and loose, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal cord stimulator placement surgical procedure, it was discovered that the attachment device would not let the burr device drop down and lock into place ¿(maybe something to do with a ball bearing inside)¿. It was reported that the event did not occur while in use on the patient or within the sterile field. It was reported that the patient was not impacted in anyway. There was approximately five minutes delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.